Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-04602 and 3005099803-2022-04603 for the associated device information. It was reported to boston scientific corporation that an alair bt catheter was used for severe asthma during a bronchial thermoplasty procedure performed on (B)(6) 2022. During the procedure, two catheters and three grounding pads were used. An error on the controller showed a problem with the grounding pad and catheter. The physician was able to confirm that the grounding pads were placed correctly and was making contact with the airway wall. The physician replaced the grounding pad and catheter but the same problem occurred. They tested the controller with multiple demo catheters and received the same error. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: impact code f1001 is being used to capture the reportable problem of aborted/cancelled procedure. Block h11: block b5 has been updated based on additional information received august 26, 2022.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-04602, 3005099803-2022-04603 and 3005099803-2022-04673 for the associated device information. It was reported to boston scientific corporation that an alair bt catheter was used for severe asthma during a bronchial thermoplasty procedure performed on (B)(6) 2022. During the procedure, two catheters and three grounding pads were used. An error on the controller showed a problem with the grounding pad and catheter. The physician was able to confirm that the grounding pads were placed correctly and was making contact with the airway wall. The physician replaced the grounding pad and catheter but the same problem occurred. They tested the controller with multiple demo catheters and received the same error. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. ***additional information received on august 26, 2022*** it was reported that the two bt catheters and one bt controller were used in the right lower lobe of the lungs during the first bronchial thermoplasty procedure. From the way it was described, the catheter basket was illuminating orange on the controller and the grounding pad icon was able to connect just fine and was well after three missed activations. Then, the physician was able to complete the procedure on august 16, 2022.